Event description:
There was a return electrode error repeatedly. The blades were switched and the same thing happened. The green grounding graph was all green, indicating a good ground. There was no pt impact.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period (B)(6) 2012. Evaluation : the pulsar generator was received fair condition. The unit delivered rf energy correctly into fixed resistors. The rf controller software version may not always measure impedance of a split-foil pt return pad accurately while energy is being delivered. The rf controller software was upgraded and has the following changes: it no longer flags an e3 error if impedance drops below 15-ohm and evaluates last 500ms of impedance readings to calculate impedance, rather than just the last 50ms. Applicable software and hardware upgrades were performed. The unit passed final testing and was recertified for use. End of report.